Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Registered nurse reported ultrafiltration (uf) of 2,655 ml during drain 1. Upon of the review of treatment data, an event of increased intraperitoneal volume was found. The reported drain volume of 5,151ml in drain 1 was 206% of the expected drain volume which resulted in reportable malfunction. The nurse reported that the patient was unaffected. Patient performed alternative treatment in order to complete the treatment. Multiple follow up attempts were performed and were unsuccessful. No patient information was made available. Drain 0: 1006ml uf=-994ml fill 1: 2496ml drain 1: 5151ml uf=2655ml fill 2: 2496ml drain 2: 3144ml uf=648ml fill 3: 2496ml drain 3: 3003ml uf=507ml fill 4: 2471ml.